Event description:
It was stated that the arctic sun device had 3602 system hours, and the flow rate was 1.2 lpm, inlet pressure (ip) was-6.9 and circulation pump command (cpc) was 72 percentage indicating a failing circulation pump. Sending 2k preventive maintenance information. Per follow up information received via phone on 28mar2025, transferred to the biomed department. Spoke with them who did not have information on this device. Per sample evaluation results on 05jun2025, control panel would not boot up. Per sample evaluation results on 16jun2025, right drain broke during decontamination.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was stated that the arctic sun device had 3602 system hours, and the flow rate was 1.2 lpm, inlet pressure (ip) was-6.9 and circulation pump command (cpc) was 72 percentage indicating a failing circulation pump. Sending 2k preventive maintenance information.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.